Event description:
It was reported that the catheter was broken and disconnected from the sutureless pump connector in the pocket at the pin site. The event reportedly occurred during procedure. As a result, partial explant of the catheter occurred on date of this report; the sutureless pump connector was replaced and the 8708 piece was trimmed for less pocket length. No diagnostic testing or troubleshooting was performed or required. There were no patient symptoms or complications associated with the event. The device system was used to deliver baclofen. It was later reported that upon return paperwork ¿eri (elective replacement indicator) pump return¿. No further information was provided and it was unclear what the initial cause for the surgery was. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found no significant anomaly, though there had been wear on the motor o-ring. Final analysis of the catheter found a non-significant indent in the seal of the sutureless connector, though it did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014 and the patient recovered without permanent impairment.